Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have noisy rpms and worn and damaged components. The spring pin was too high and the dowel pins were not flush. The set screws, ball plunger, stainless steel screw, screw, semi-circle shaft bearings, vespel sleeve bearings, thickness control lever, spring pin, reciprocating arm, motor, motor sleeve, gear ring, and planet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown time, the device was sent to preventive maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation an inconsistent speed was found. Due diligence is complete and there is no additional information available.